Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the reported information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, or tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair procedure. Reportedly, the first prostyle suture was pre-placed without issue at the 10 o'clock position. The second prostyle device was deployed without issue at the 2 o'clock position however, the device became stuck when attempting to remove it. The lever was raised and lowered twice. With the lever lowered, the device and suture were removed. A third prostyle device deployed without issue at the 12 o'clock position however there was also difficulty in removing the device. The lever was raised and lowered successfully to remove the device. Due to the high knot positioning, the physician opted for a surgical closure, performing a dissection to continue the procedure. At the end, the access site was closed with surgical sutures. Additionally, a prostyle device was used contralaterally without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.